Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported event was unknown; however, a check lines and bags alarm was identified during a review of the event history log. Internal and external inspections were performed and no issues were noted. Full functional testing, electrical testing, calibration and a simulated therapy were performed with no issues. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified alarm on the homechoice device during peritoneal dialysis therapy. It was not reported if the patient was connected to the device at the time of the alarm. It is unknown how the patient completed therapy. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.